Event description:
On 10/10/2025, an arthrex subsidiary employee reported via email that an ar-3636 knotless 1.8 fibertak soft anchor could not be inserted and got stuck midway through the guide. The case was completed with a replacement ar-3636 knotless 1.8 fibertak soft anchor. There was no detailed information on the type of surgery. No specific details regarding bone preparation or bone quality were documented. The case proceeded with no significant delay, required no additional anesthesia, and resulted in no reported adverse effects. No photos were taken of the event. The incident occurred during a procedure performed on (B)(6) 2025, with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.